Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at the implant site. The patient underwent a skinflap revision under a general anesthetic on (B)(6) 2019. The implant remains insitu.